Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the ipg pocket was filled with an ominous milky fluid. The ipg was explanted and replaced at different location to address the issue. Patient was also treated with oral antibiotics.